Manufacturer narrative:
A ge service rep performed an on site investigation. The general purpose operating system and interconnect cable were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system failed to produce fluoroscopy x-ray. No pt injury was reported.